Event description:
The user facility in japan reported a 64-year-old male patient was implanted with an impella 5.5 pump for mechanical circulatory support. Prior to switching to impella support, the patient was supported via intra-aortic balloon pump (iabp) and ECMO for an emergency coronary artery bypass graft (CABG). Following the operation, the patient was implanted with an impella 5.5 pump; however, it was also noted via CT evaluation that the patient had suffered a cerebral infarction. The exact onset of the infarction is unknown. Due to the condition, the patient was given a dnr status. The patient¿s blood pressure subsequently decreased and the patient passed away. A definitive relationship between the impella and the patient¿s passing could not be established.

Manufacturer narrative:
The impella device was not received from the customer as it was discarded and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the stroke/cva event has been completed. The device was not returned for investigation. As the clinical information was not provided, the true root cause of the stroke/cva could not be determined.